Manufacturer narrative:
A follow up was performed with the customer, and it was reported that a performance verification test (pvt) was performed, but no issues were found, and the device passed the testing. No repairs were performed, and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was displaying an oxygen (o2) sensor malfunction error. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was displaying an oxygen (o2) sensor malfunction error. While troubleshooting with customer, the rse noted that they were unable to find any error codes in the event log that were related to o2 sensor. The rse advised the customer to perform full performance verification test before returning to use. This investigation is ongoing.